Event description:
It was reported to philips that the system failed to boot up, it was stuck at 00:00. The device was outside clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the system failed to boot up, it was stuck at 00:00. Review of the logfiles shows malfunctioning flexvision pc, host-pc could not connect to the flexvision-pc. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found that communication with the large monitor control pc was not possible. To resolve the issue, the fse performed a system reboot, reinstalled large monitor control pc, and checked cables. After repairs, the system returned to use in good working order. The codes were updated based on the investigation outcome.